Manufacturer narrative:
The cac adapter was returned for evaluation. The reported event was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device passed visual examination but failed functional testing due to an inability to output power to a test-bed controller. Further investigation revealed an open circuit within the adapter's output cable. The most likely root cause of cac adapter's inability to provide output power can be attributed to mishandling of the output cable. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the cac adapter would not provide power to the controller despite being well connected. When the cac adapter was plugged into the wall outlet, no green light was illuminated on the adapter and an audible click was heard when connecting the power sources to the controller. No exposed wires were seen on the adapter. At the time of the event, the controller was connected to ac power and to one battery. The event was not associated with any pump stop events. The device was replaced with no reported patient consequence.